Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 weeks after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's bruxism and also pain when removing the max interim. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the device received was not manufactured by neodent.

Event description:
The clinician reported that 5 weeks after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's bruxism and also pain when removing the max interim. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).